Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction due to buildup between the outflow graft bend relief and outflow graft resulting in an extrinsic outflow graft obstruction was confirmed from the submitted photos. The submitted controller event log files contained data from (B)(6) 2021 at 17:35:19 to (B)(6)2021 at 8:15:17 and from (B)(6) 2021 at 10:37:02 to (B)(6) 2021 at 8:35:05. On (B)(6) 2021 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 204 low flow faults and 106 low flow alarms. There were no other abnormal events captured ¿ the only captured events were associated with pulsatility index (pi) events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. There was an incidental finding of a driveline disconnect on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14aug2017. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 1 of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient's device alarmed for low flows. The patient was readmitted and cardiac catherization showed outflow graft obstruction/stenosis right behind the pump. Stenting was performed which returned parameters to normal.

Event description:
It was reported that the patient's device alarmed for low flows and was readmitted when consecutive cardiorespiratory deterioration occurred. There was no improvement by changing the pump speed. Cardiac catherization showed outflow graft obstruction/stenosis, possibly due to thrombus formation between outflow graft and bend relief with successive compression. However it was later reported that there was no thrombosis and it was probably a "jelly" between the graft and bend relief. High risk stenting of outflow graft was performed as otherwise the patient could have died or suffer irreversible damage during the procedure. The patient now stable and the low flows resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.